Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining an erroneously elevated troponin (accutni) result within the risk stratification range for one (1) patient. The elevated accutni result was generated on a unicel dxi 800 access immunoassay system, used in conjunction with access accutni reagent (lot 110863). Subsequent testing on the same instrument produced lower results within the normal reference range. The elevated accutni result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Patient sample was collected in a 13x100mm greiner serum tube with a gel separator and centrifuged for 10 minutes at 3000g at 20 degrees c. The customer stated that the sample was a half full tube and was analyzed from an aliquot of the original sample. Per the customer, accutni qc had been within the customer's established ranges. Specific qc data was not provided by the customer. The customer did not provide system information. Service was not dispatched for this event as the customer was not questioning instrument performance at this time. A clear root cause could not be determined for this event.